Manufacturer narrative:
(B)(4). Device currently unavailable.

Manufacturer narrative:
This report is filed may 05, 2014.

Event description:
Per the clinic, the patient underwent surgery (B)(6), 2014 to reposition the receiver stimulator; however the electrode was found to be damaged during surgery and subsequently the device was explanted. The device has not been made available for analysis as of the ate of the report, (B)(6), 2014.